Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/18/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: call service alarms observed in black box on date of reported issue. Unrelated to the complaint, the keypad does not respond to presses, and the complaint could not be completely investigated due to this. No damage found to keypad. Keypad removed: no damage found to button contacts. Moisture visible in display. Pump case is cracked near top right corner of display. Leak test reveals leak at crack in case. Pump opened and moisture damage found on printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.